Manufacturer narrative:
Inaccurate hemodynamic readings, without any type of alarm, could lead to inappropriate patient treatment, and therefore, have the potential to result in patient injury. However, in this case, the discrepancy was quickly noticed by the hospital staff and there was no inappropriate patient treatment as a result. The subject device is anticipated to be returned for evaluation. Once the device is received and evaluated, a supplemental report will be submitted with the findings. No further actions are possible at this time.

Manufacturer narrative:
The device manufacturing records were reviewed and this device passed all inspections with no non-conformances.

Event description:
As reported, this vigilance ii monitor was not giving a good base line and values were unstable; probably not correct. After checking with another vigilance ii, different values displayed and were correct. There was no specific error message noted. It was noted that the patient was not treated with those incorrect values, as the discrepancies were quickly noticed. The patient was monitored with their second monitor which functioned properly. No other details have been provided.

Manufacturer narrative:
The monitor was turned on and there were no issues observed during the self-test. A patient cable test was performed and it also passed. The simulator was connected and no anomalous values were found. The reported event could not be confirmed. There was no defect found while testing the device. It is unknown whether procedural processes or a specific circumstance played a role in the customer's experience. No further actions are possible at this time.